Event description:
Healthcare professional reported, unknown side "suspected rupture for the expander. Since, it is not possible to expand". Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "suspected rupture for the expander. Since, it is not possible to expand".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side "suspected rupture for the expander. Since it is not possible to expand." Device was explanted.